Event description:
On a female pt, the filter had penetrated through the cava wall, causing abdominal pain and the device was protruding against the aorta. From the information provided by the reporter, no additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
MFR reference (B)(4). Since no product or images are available, the investigation is based only on the very limited information provided. Implant period is unknown and also it is unknown if the pt had any kind of treatment, which could have exposed the filter to manipulation during the implant period. Filter perforation of the vena cava wall is a well known risk. No further action is initiated since the description does not indicate presence of device failure.